Event description:
It was reported that the device would not power on. There was no patient involvement reported with this event.

Manufacturer narrative:
Physio-control evaluated the device, verified the reported intermittent failure, and observed intermittent operation of the on/off button. The switch was repaired and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.